Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
We received one double dpt kit with an attached trifurcated IV set. No priming solution was visible inside of the kit. No priming solution was visible inside of the kit. The male connector at the distal end of arterial pressure line was found completely detached from the bond joint with the red stripe pressure tubing. Indications of bonding material were present on bond areas of both the pressure tubing and male connector. The tubing outer diameter near the point of detachment was 0.1400. No other damage or defect was noticed from the kit. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A supplemental report will be forthcoming with the device history record results.

Event description:
As reported, the dpt (disposable pressure transducer) male connector from the pressure line to the artery of the patient slipped out. It was detected while inspecting the kit visually before priming the system. The dpt was exchanged for a new one. There was no allegation of patient injury.